Event description:
The customer reported being hospitalized due to low blood glucose of below 30mg/dl. The customer stated that the events leading to her admission was fainted, diabetic seizure, and hypoglycemia. The customer stated that she was at work and felt that her glucose level dropped. The customer ate a banana and had some juice to treat her, but she was not able to raise her glucose level. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that there is more insulin in the status screen than the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.